Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect could have been caused by moisture causing a conduction failure on the internal circuit board of the scope connector or by stress on the bending section causing damage on the internal charge coupled device cable. The event can be detected/prevented by following the following information in the operation manual: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the bending section was severely crushed. The charge coupled device and angulation wires were damaged from impact which caused image and angulation issues. There was no data from the chip and no angulation was observed as the lever was stuck. There was a leak noted from the bending section rubber and the packing joint between the scope cover and body control unit. The bending section rubber was leaking due to a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera bronchovideoscope had a white balance error and had no picture. There were no reports of patient harm associated with the event.